Event description:
The following was reported to hamilton medical ag: device switched to ambient mode while connected to the patient. Battery was found depleted. The patient was moved to another ventilator. No harm to the patient occured.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.